Event description:
The recipient is reportedly experiencing device migration. Programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be repositioned at this time. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.